Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the device was received with the advancer knob in the forward position. The advancer handshake connection was found to be bent. Functional testing was performed by attempting to rotate the drive shaft. The drive shaft was not able to be rotated. Functional testing was then performed by connecting the rotalink advancer to the rotablator control console system. The advancer was not able to get any speed and the stall light came one. The advancer was dismantled and the components inside the advancer were inspected, and the ultem was found to be melted.

Event description:
It was reported that the procedure was rescheduled. The target lesion was located in the chest artery. A rotalink advancer w/tubular drive shaft was selected for use. During the preparation, it was noted that the advancer was leaking air/gas and since there was no available backup advancer, the procedure was rescheduled. There were no complications reported and the patient is stable.

Event description:
It was reported that the procedure was rescheduled. The target lesion was located in the chest artery. A rotalink advancer w/tubular drive shaft was selected for use. During the preparation, it was noted that the advancer was leaking air/gas and since there was no available backup advancer, the procedure was rescheduled. There were no complications reported and the patient is stable.